Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that four days post implant the leads may have "come unhooked" and the patient questioned if the lead were loose. Additional information was requested and not received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinic indicated that at the patient's follow up appointment, no lead issues were identified and there was normal device function.